Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s leads migrated. New x-ray film demonstrated the migration. Impedance was normal. The patient reports no fall, but she had been moving crates. The rep reprogrammed the system and the issue was resolved. The patient is alive with no injury.